Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were implanted and induction testing failed. Delivery of an external shock and a reverse shock failed to convert. The ventricular fibrillation (vf) was converted after the use of two external defibrillators. The physician thought the electrode was in the best position it could be in due to the patient's large stature. However, he did not want to risk testing the device again. Therefore, the system was removed and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were implanted and induction testing failed. Delivery of an external shock and a reverse shock failed to convert. The ventricular fibrillation (vf) was converted after the use of two external defibrillators. The physician thought the electrode was in the best position it could be in due to the patient's large stature. However, he did not want to risk testing the device again. Therefore, the system was removed and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.